Event description:
During the use of a solo 20 gauge 45 degree I/a handpiece, a posterior capsule tear occurred. The relationship between the broken capsule and the solo handpiece in not known. The surgeon felt that the handpiece may have had a burr on it. It is not known whether the pt had a weak capsule or not. There was no vitrectomy performed and no further f/u with the pt scheduled.

Manufacturer narrative:
The device was returned in relatively good condition only showing signs of normal wear and tear. The device was within spec and there was no damage or anomalies that would lead to this type of adverse event. No conclusion can be drawn to the root cause of the event.